Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found that none of the hardware components were communicating with the main communication sled. Disconnected all external pyxibus cables and reseated all cables inside the electronic compartment, including the power supply docking board and communication sled. Examined all external and internal pyxibus cables for visual damage. Reconnected each component one by one auxiliary 1, auxiliary 2, auxiliary tower, and smart remote manager and powering on the system after each connection to verify communication with the all-in-one. After all, five components were connected, confirmed that were recognized and performed hardware test application testing to verify drawers and doors worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device indicated that the drawer was not detected on the bus for all drawers for main, aux1, and aux2. The customer could not access any medications in that pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.